Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the product development event evaluation reported that the collar is appropriate for its intended use. The design is consistent with its intended use and the complaint description does not appear to be related to the product design. A complete investigation of the complaint description above has been conducted on previous complaints and the overall analysis of the investigation indicated that no root cause could be found for the reported complaint. Several process improvements have been identified and implemented. Incorrect 510k chosen on initial should be k091689. Placeholder.

Event description:
It was reported that during l2-ilium fusion procedure, as the surgeon was torquing the nuts for the final tightening, 3 of the collars broke and all pieces were retrieved by the surgeon. This happened on 3 of the 12 nuts and collars being used in the construct. The surgeon then selected 3 more collars and nuts and was able to complete the procedure without further incident. Event #3 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mni. A review of the device history records was performed and no complaint related issues were found. Manufacturing evaluation, visual inspection report stated: minor scratches and nicks on the edges and they are not manufacture related. Because all relevant features conform to product specifications, this complaint is invalid.